Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) and reported b30 scope communication error with pcf-h190dl. All other scopes operated properly with the cart. Tac advised the customer not to hot swap scopes, power down to remove an install scope in the light source. The error must be cleared before trying an additional scope or it will appear that the additional scope has the same error. Also, advised wiping the electrical contacts on the endoscope connector using a clean lint-free cloth moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying, connect the endoscope to the light source. Verified the endoscope connector on the light source was clean and free of debris. However, the error re-occurred with pcf-h190dl the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported b30 communication error during set up involving an olympus video system center. There was no patient harm reported.